Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer's another blood glucose level was 300 mg/dl. Customer performed the test on insulin pump and the test was pass. It was unknown that the customer was ung auto mode or not. The pump will not be returned for analysis.